Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase of pace impedance measurements, which are now greater than 2,000 ohms along with pacing threshold measurements. The patient is not pacemaker dependent and the physician plans to follow the patient via the remote monitoring system. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.